Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Customer confirmed pump did not begin charging after being left connected to working outlet for at least 30 minutes, had no alternate cable or wall adapter to test, and was instructed to rely on multiple daily injections if pump battery depleted, while technical support arranged shipment of replacement charging cable and wall adapter.